Manufacturer narrative:
Investigation completed 4/28/17. Method: - device history -failure analysis. Device history record reviewed for this product ID work order / lot/ serial # (B)(4) a total of (B)(4) were manufactured on 12/29/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Engineering confirmed this customer complaint condition. Although no burrs were found present on the torque screw at the verification test, the helicoil still backed out during the 0-80 lb loading process. Conclusion: the root cause for this failure is yet undetermined. There were no burrs or damaged evident on the threads of the torque screw, but yet the heli-coil backed out.

Event description:
During the inspection by the distributor for incoming goods, the helicoil moved when applying pressure. There was no patient involvement.